Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to adjust the scroll motor to 420mm hg so he replaced the scroll compressor. The iabp then passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer registered nurse (rn) reported the cardiosave intra-aortic balloon pump (iabp) generated power up failure code # 14 while in use on a patient. They swapped out the iabp to continue therapy. No patient injury or death reported. No adverse event reported.

Manufacturer narrative:
08/31/2017 01:18 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)): the replaced scroll compressor was returned to the maquet national repair center (nrc) on (B)(4)2017 and was inspected with no visual damage observed. The nrc installed the scroll compressor into a cardiosave test fixture and tested the part to factory specifications. The nrc could not adjust pressure regulator to 420mmhg. The scroll compressor failed testing. The nrc is retaining the scroll compressor.

Event description:
The customer registered nurse (rn) reported the cardiosave intra-aortic balloon pump (iabp) generated power up failure code # 14 while in use on a patient. They swapped out the iabp to continue therapy. No patient injury or death reported. No adverse event reported.